Manufacturer narrative:
The product associated with the reported event is within the scope of recall [z-1418-2024]; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01575. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be glenoid loosening and inclusion of the polyethylene in the packaging recall. However, the reported glenoid loosening could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 71 months after a right total shoulder replacement procedure, the patient underwent a revision procedure to address prosthesis wear and pain. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.